Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) test for electrical ground bond test. The product analysis lab evaluated the device. A continuity test between the power entry module and the door post ground revealed an unstable reading. The screw connecting the door ground to the door frame was tightened and the ground bus resistance was now stable and within ground bond specification. The cause was determined to be loose ground wire to the door assembly. The device's service history record was reviewed and no issues were identified that may have contributed to the electrical failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: ground bond failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.